Manufacturer narrative:
Philips service provided parts for replacement and monitored the system until 03/25/22. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the live image to the flexvision monitor was not working correctly at boot-up on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.